Manufacturer narrative:
EXEMPTION NUMBER E2016006. TOTAL NUMBER OF ADVERSE EVENTS 558. TOTAL NUMBER OF DEATH EVENTS 69.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 2016.

Manufacturer narrative:
THIS IS A SUPPLEMENTAL MDR, NEW INFORMATION WAS RECEIVED. EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 493. THE SAPIEN 3 DATASET PREVIOUSLY SUBMITTED INCLUDES NEW PATIENT EVENTS FOR MITRAL VALVE VALVE-IN-VALVE/VALVE-IN-RING AND NEW PATIENT EVENTS ENTERED AS FOLLOW-UP EVENTS (E.G. MI, PCI, STROKES AND PACER IMPLANTS PRIOR TO 30 DAYS). COLUMN A HAS BEEN ADDED TO INDICATE WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. NOTATION OF ¿REPORTED¿ INDICATES THE EVENT HAS ALREADY BEEN REPORTED. THESE LINE ITEMS NOW INCLUDE ADDITIONAL INFORMATION. ADDITIONAL COLUMNS HAVE BEEN ADDED TO INCLUDE IMPLANT POSITION (B), AND AN ASSOCIATED DEVICE (M AND N) THAT RELATES TO THE ¿EVENT NAME¿ DESCRIPTION (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. LINE ITEMS HIGHLIGHTED IN GREEN INDICATE USE OF A SAPIEN 3 VALVE WITH EITHER A TRANSAPICAL OR TRANSAORTIC APPROACH PRIOR TO THE COMMERCIAL APPROVAL OF THE CERTITUDE DELIVERY SYSTEM. ALTHOUGH THE ASSOCIATED DEVICE IS LISTED AS THE ¿EDWARDS CERTITUDE INTRODUCER SHEATH SET¿, IT IS POSSIBLE THAT THE ¿ASCENDRA+ INTRODUCER SHEATH SET¿ WAS THE ACTUAL SHEATH USED. THIS SPECIFIC DETAIL IS NOT PROVIDED TO EDWARDS. LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
UPDATE TO THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 2016 DATA EXTRACT FOR SERIOUS INJURY SAPIEN 3 VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;1171871,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;1171871,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;3906082,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3910004,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3769359,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;3810679,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;3819384,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3829930,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;3832629,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;3838532,I,SI,28,Edwards SAPIEN 3,9600TFX23,2993;3841667,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;3843258,I,SI,24,Edwards SAPIEN 3,9600TFX23,2993;3847646,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;3848507,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;3856087,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;3865100,I,SI,25,Edwards SAPIEN 3,9600TFX26,2993;3868943,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;3875101,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;3876220,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3889260,I,SI,18,Edwards SAPIEN 3,9600TFX23,2993;3893505,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3899325,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3903604,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3908496,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;3910562,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;3912937,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3688760,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;3810421,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;3826924,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;3832010,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3850791,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3896006,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;1746580,*,SI,22,Edwards SAPIEN 3,9600TFX26,2993;2422712,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2497721,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3611273,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3712590,*,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3787502,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3806818,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3807166,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3810421,*,SI,8,Edwards SAPIEN 3,9600TFX29,3190;3812902,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3813892,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3815301,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3817210,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3818421,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3818451,*,SI,33,Edwards SAPIEN 3,9600TFX23,3190;3818768,*,SI,7,Edwards SAPIEN 3,9600TFX29,2993;3819354,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3820371,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3820443,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3820892,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3820892,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3820892,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3820892,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3821876,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3821876,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3821876,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3821962,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3822352,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3823801,*,SI,7,Edwards SAPIEN 3,9600TFX29,2993;3824620,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3824951,*,SI,12,Edwards SAPIEN 3,9600TFX26,3190;3825179,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3825267,*,SI,5,Edwards SAPIEN 3,9600TFX26,2993;3825288,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3825690,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3825777,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3826924,*,SI,5,Edwards SAPIEN 3,9600TFX26,3190;3828554,*,SI,6,Edwards SAPIEN 3,9600TFX23,2993;3829223,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3829366,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3829368,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3829426,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3829444,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3829471,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3829689,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3829747,*,SI,4,Edwards SAPIEN 3,9600TFX29,2993;3830123,*,SI,5,Edwards SAPIEN 3,9600TFX26,3190;3830251,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3830251,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3830729,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3831151,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3831151,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3831916,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3832010,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3832141,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3832958,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3833224,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3833294,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3833570,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3834108,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3834108,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3834208,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3834748,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3834819,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3834877,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3835031,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3835918,*,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3836001,*,SI,7,Edwards SAPIEN 3,9600TFX26,2993;3836078,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3836191,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3836328,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3836328,*,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3836392,*,SI,25,Edwards SAPIEN 3,9600TFX26,3190;3836855,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3837434,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3838275,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3838761,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3839654,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3840246,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3840260,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3840910,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3841139,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3841139,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3841139,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3841778,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3842264,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3842264,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3842264,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3843110,*,SI,2,Edwards SAPIEN 3,9600TFX20,2993;3843415,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3843457,*,SI,-3,Edwards SAPIEN 3,9600TFX23,3190;3843482,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3843545,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3843803,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3844335,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3844344,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3844639,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3844668,*,SI,6,Edwards SAPIEN 3,9600TFX23,3190;3847100,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3847349,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3848346,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3848477,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3848593,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3848708,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3848728,*,SI,5,Edwards SAPIEN 3,9600TFX23,2993;3848876,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3849998,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3850469,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3850654,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3850679,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3850791,*,SI,5,Edwards SAPIEN 3,9600TFX26,3190;3850994,*,SI,10,Edwards SAPIEN 3,9600TFX29,2993;3851084,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3851126,*,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3851187,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3851522,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3851836,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3852334,*,SI,4,Edwards SAPIEN 3,9600TFX26,3190;3852572,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3852747,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3852761,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3852761,*,SI,5,Edwards SAPIEN 3,9600TFX23,2993;3852761,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3852936,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3852955,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3853157,*,SI,4,Edwards SAPIEN 3,9600TFX26,2993;3853348,*,SI,5,Edwards SAPIEN 3,9600TFX26,2993;3853691,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3854009,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3854326,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3854326,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3854326,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3854326,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3854326,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3854510,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3855278,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3855680,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3855819,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3857028,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3857236,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3857236,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3857378,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3857417,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3857778,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3857894,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3858990,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3859861,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3859966,*,SI,6,Edwards SAPIEN 3,9600TFX23,2993;3860006,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3860034,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3860378,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3860378,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3860515,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3860552,*,SI,5,Edwards SAPIEN 3,9600TFX23,3190;3860880,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3860942,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3860942,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3860942,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3861190,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3861242,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3861304,*,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3861371,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3861371,*,SI,7,Edwards SAPIEN 3,9600TFX23,2993;3861427,*,SI,7,Edwards SAPIEN 3,9600TFX29,2993;3861462,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3861621,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3861714,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3861919,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3862068,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3862270,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3862503,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3862542,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3862614,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3862614,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3863040,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3863345,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3863414,*,SI,1,Edwards SAPIEN 3,9600TFX23,3190;3863443,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3863656,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3864141,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3864400,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3864400,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3864511,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3864600,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3864607,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3864681,*,SI,4,Edwards SAPIEN 3,9600TFX29,2993;3864771,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3865093,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3865304,*,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3865304,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3865635,*,SI,8,Edwards SAPIEN 3,9600TFX26,3190;3865857,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3865874,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3866081,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3866137,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3867319,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3867908,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3867981,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3868020,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3868168,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3868326,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3868395,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3868548,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3868548,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3868548,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3868568,*,SI,4,Edwards SAPIEN 3,9600TFX26,2993;3868612,*,SI,4,Edwards SAPIEN 3,9600TFX29,2993;3869079,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3869392,*,SI,13,Edwards SAPIEN 3,9600TFX26,3190;3869789,*,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3869789,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3869823,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3869950,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3869950,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3870721,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3870794,*,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3871914,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3872313,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3873385,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3873789,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3873806,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3873846,*,SI,35,Edwards SAPIEN 3,9600TFX29,3190;3873849,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3874131,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3874131,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3874138,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3874415,*,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3874516,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3874969,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3875011,*,SI,2,Edwards SAPIEN 3,9600TFX23,3190;3875071,*,SI,5,Edwards SAPIEN 3,9600TFX29,2993;3875077,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3875882,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3876141,*,SI,2,Edwards SAPIEN 3,9600TFX29,3190;3876555,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3876555,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3876614,*,SI,1,Edwards SAPIEN 3,9600TFX20,2993;3876792,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3876897,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3876984,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3877285,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3877387,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3877608,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3877608,*,SI,22,Edwards SAPIEN 3,9600TFX26,3190;3877680,*,SI,10,Edwards SAPIEN 3,9600TFX29,2993;3877778,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3877798,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3877856,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3877956,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3878144,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3878273,*,SI,3,Edwards SAPIEN 3,9600TFX26,3190;3878837,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3879239,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3879239,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3879290,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3879290,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3879290,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3879555,*,SI,3,Edwards SAPIEN 3,9600TFX23,3190;3879641,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3879902,*,SI,34,Edwards SAPIEN 3,9600TFX23,3190;3880186,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3880482,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3880641,*,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3880641,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3880641,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3880653,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3880654,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3880731,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3880731,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3880731,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3880934,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3881006,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3881109,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3881144,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3881144,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3881144,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3881216,*,SI,7,Edwards SAPIEN 3,9600TFX29,2993;3881342,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3881383,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3881504,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3881504,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3882060,*,SI,5,Edwards SAPIEN 3,9600TFX26,2993;3882238,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3882268,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3882863,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3882877,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3882961,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3883435,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3884083,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3884083,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3884083,*,SI,2,Edwards SAPIEN 3,9600TFX23,3190;3884083,*,SI,4,Edwards SAPIEN 3,9600TFX23,3190;3884261,*,SI,4,Edwards SAPIEN 3,9600TFX23,3190;3884412,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3884412,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3884880,*,SI,1,Edwards SAPIEN 3,9600TFX23,3190;3884934,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3885015,*,SI,7,Edwards SAPIEN 3,9600TFX29,2993;3885124,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3885624,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3885909,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3885954,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3886672,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3886798,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3887034,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3887220,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3887445,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3887445,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3887629,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3887629,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3888119,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3888567,*,SI,21,Edwards SAPIEN 3,9600TFX26,3190;3888796,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3889388,*,SI,5,Edwards SAPIEN 3,9600TFX26,2993;3889607,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3889609,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3889710,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3890554,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3890577,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3890598,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3890606,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3891011,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3891440,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3891440,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3891463,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3892105,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3893073,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3893418,*,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3893957,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3894704,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3894795,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3894809,*,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3895256,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3895469,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3895480,*,SI,2,Edwards SAPIEN 3,9600TFX23,3190;3895529,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3895569,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3895732,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3895766,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3896100,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3896100,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3896163,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3896517,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3896697,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3896697,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3896697,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3896742,*,SI,1,Edwards SAPIEN 3,9600TFX20,2993;3896745,*,SI,4,Edwards SAPIEN 3,9600TFX26,2993;3896814,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3896834,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3896847,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3897368,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3897498,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3897889,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3897961,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3898140,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3898325,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3898518,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3898627,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3898793,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3898807,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3899631,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3899715,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3899889,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3900192,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3900253,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3900945,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3901463,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3901474,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3901693,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3901966,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3902173,*,SI,6,Edwards SAPIEN 3,9600TFX23,2993;3902187,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3902956,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3903057,*,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3903124,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3903124,*,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3903206,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3903209,*,SI,8,Edwards SAPIEN 3,9600TFX23,2993;3903414,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3903506,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3904191,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3904351,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3904680,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3905135,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3905687,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3905846,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3905848,*,SI,2,Edwards SAPIEN 3,9600TFX20,2993;3905866,*,SI,7,Edwards SAPIEN 3,9600TFX26,2993;3905996,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3905996,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3906080,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3906328,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3906412,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3906487,*,SI,6,Edwards SAPIEN 3,9600TFX29,2993;3906555,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3906674,*,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3906894,*,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3906894,*,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3906895,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3906920,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3906924,*,SI,11,Edwards SAPIEN 3,9600TFX20,3190;3907250,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3907270,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3907478,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3907677,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3907746,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3907848,*,SI,3,Edwards SAPIEN 3,9600TFX23,2993;3908364,*,SI,4,Edwards SAPIEN 3,9600TFX26,2993;3908651,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3908784,*,SI,3,Edwards SAPIEN 3,9600TFX20,2993;3908803,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3908931,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3908940,*,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3909427,*,SI,16,Edwards SAPIEN 3,9600TFX26,2993;3909555,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3909560,*,SI,2,Edwards SAPIEN 3,9600TFX23,2993;3910378,*,SI,4,Edwards SAPIEN 3,9600TFX29,3190;3910378,*,SI,5,Edwards SAPIEN 3,9600TFX29,3190;3910545,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3911010,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3911320,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3911415,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3911451,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3911512,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3911866,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3911984,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3912098,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3912098,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3912330,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3912434,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3912477,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3912477,*,SI,10,Edwards SAPIEN 3,9600TFX26,2993;3912689,*,SI,10,Edwards SAPIEN 3,9600TFX26,2993;3912689,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3912812,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3912948,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3912997,*,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3913037,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3913236,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3913762,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3913908,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3914114,*,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3914208,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3915196,*,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3915344,*,SI,12,Edwards SAPIEN 3,9600TFX23,3190;3915344,*,SI,19,Edwards SAPIEN 3,9600TFX23,3190;3915521,*,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3916390,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3916390,*,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3916581,*,SI,3,Edwards SAPIEN 3,9600TFX26,2993;3917023,*,SI,30,Edwards SAPIEN 3,9600TFX26,2993;3917277,*,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3917292,*,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3917990,*,SI,13,Edwards SAPIEN 3,9600TFX26,3190;3918186,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3918224,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3918368,*,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3889041,*,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3893961,*,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3915148,*,SI,0,Edwards SAPIEN 3,9600TFX29,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006. TOTAL NUMBER OF SERIOUS INJURY EVENTS IS 558. RELATED MDR NUMBER 2015691-2017-00059 FOR DEATH EVENTS.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 2016 FOR SERIOUS INJURY EVENTS.

Manufacturer narrative:
EXEMPTION E2016006.